Manufacturer narrative:
(B)(4). Investigation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the yoke teeth and the left articulation gear teeth were found broken. The damaged to the yoke teeth can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was received with no complaint information.